Manufacturer narrative:
Follow-up #1: date of submission 12/3/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box and alarm history showed no activity outside of normal use or any voltage fluctuations that could have led to the pump getting warm. The ¿temperature¿ complaint was unable to be duplicated during the investigation. The ez-prime steps were performed correctly and all current readings were within specifications. No overheating occurred during the investigation. The product performed within specifications. The pumps cover was removed and there was no intermittent condition found to the power circuit. Unrelated to the original complaint, the battery compartment was observed to be cracked below the finger pad. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a temperature issue. The reporter stated that there was no physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.